Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the device would not deliver a defibrillation shock anymore. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that the service led on their device had illuminated. During device evaluation, physio observed that the device had logged an event code into its memory and would not deliver a defibrillation shock anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device had logged an event code into its memory. The reported issue was isolated to the therapy pcb assembly. The therapy pcb assembly was then removed and further evaluated. It was determined that the cause of the reported issue was due to a capacitor, designator c62 on the therapy pcb assembly, being partially shorted. A replacement device was provided to the customer under warranty.